Event description:
Meter name: profile. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: blurred vision and thristy. The patient's family member reported that customer is on a sliding scale and going out of town. Their meter allegedly would only prompt message control next to a result and customer was doing a blood test. The result on their meter was 303 mg/dl. There was no comparison. Treatment: 32 units of 70/30 and took 7 units of regular. No further information has been reported.